Event description:
It was reported by the sales rep that during a colon resection procedure, the clips came out malformed and did not completely close. Three different clip appliers were used, but all were discarded. A fourth clip applier was used and the case completed with no patient consequences.